Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented for a follow-up at clinic with oversensing noted in a stored electrograms (egm). The patient did not receive therapy during the oversensing. The programming change was discussed. The patient was stable.